Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) (2011-0010) of eosinophilic peritonitis in a female patient (age not reported) coincident with dianeal unknown therapy. The case is one of seven cases with the same event, reporter and facility on an unreported date, the patient began treatment with dianeal unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced eosinophilic peritonitis. At the time of the event, the patient was using a quinton swan neck peritoneal dialysis catheter. The event of eosinophilic peritonitis was reported as not resolved. Action taken with dianeal unknown therapy was reported as ongoing, with dose unchanged. The nurse stated the event of eosinophilic peritonitis was "unassessable" in relationship to dianeal unknown.